Manufacturer narrative:
There was no adverse reaction or injury experienced during the donation procedure, the donor was reported to have left the center in good health. Haemonetics sent a field service engineer to evaluate the pcs2 device in order to check for any faults, the machine was found to meet specifications and did not have any defects which required repair. There was no evidence of a device malfunction found.

Event description:
On june 19 2018, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, with no alarms or error messages encountered. The pcs®2 plasma collection system collected the target volume of 880ml plasma and returned 500ml of saline per the routine procedure. The donor is a routine bi-weekly donor who has completed 70 previous donations without any issues or reactions recorded. The cause of death was unknown; haemonetics was notified that a coroner's report had not been requested at this time.